Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) presented at middle of life 2 (mol2) with a monitoring voltage of 2.61v and a charge time of 9 seconds. There is a concern that the battery is depleting earlier than expected.